Manufacturer narrative:
(B)(4). Fiber analysis: the fibers cap was detached; the fiber broken proximal to the fiber/cap glue zone. Mild char at the fiber/cap glue zone. Mild char at the fiber break location and melting of the fiber jacket and shrink tubing were also observed. The fiber cap was not returned with the device. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 90,000 joules of use. Reportedly, the pt gland size was 70. The procedure was completed using a second fiber. There was no pt injury reported.